Event description:
On 9/9/96, pt arrived for dialysis treatment 6.1 kilos over daily weight. Weight uf goal set on machine for 4500cc for the 3.5 hr treatment. One hr and 10 mins after initiation of treatment, pt complained of feeling dizzy. Pt was placed in the trendel position. Uf was turned off. Machine indicated 1.5 kilo (1500cc) loss. Bp was 140/60 and then dropped to 101/62. Nss bolus was given. Pt complained of cramping. Bp 91/65. Pt became diaphoraetic. Pt denied chest pain or difficulty in breathing.